Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for an atiol following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The optic had scuff marks and a crack near the center in the shape of an instrument used to grasp the lens. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens was replaced with a non-alcon lens, extended depth of field, lens model. The product has not been received to evaluate. Additional information was provided that, in the surgeon's opinion, a quality issue with the iol did not cause or contribute to the event. No additional information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).